Event description:
Litigation papers allege, the patient suffers from pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, the patient suffers from pain and elevated metal ion levels. Update: 7/16/2012 - litigation alleges that the patient suffered significant groin pain, instability and excessive levels of chromium and cobalt. Update: 2/15/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-72792. This report, 1818910-2012-72281, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-72792. Depuy still considers this investigation closed.